Manufacturer narrative:
Although the device was not returned, an investigation was conducted. It is attached. This product issue is often the result of several inputs and is a known inherent risk. A warning is contained in the instructions for use (IFU). [(B)(4)].

Event description:
Report from a distributor stating that they had received a complaint from a surgeon. It was stated that while performing a procedure on a patient, as the pressure in the balloon was increased, the inner stylet was dislodged from the catheter, and hit the surgeon in the face. At that time, they had noticed that the balloon had burst. The vertebral body was flushed with saline and the case was continued. No claims of patient or surgeon harm were reported.